Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was pain at the implantable pulse generator (ipg) pocket. Troubleshooting had not yet been performed but would be in the future. The patient saw a ¿call your doctor¿ icon with ¿xxx¿ code. The patient was unsure what actual numbers were on the screen. The device was interrogated with the clinician programmer but nothing came up in the observations box. No anomalies were noted with impedances. This was reported to have occurred on (B)(6) 2014. The patient did not lose stimulation at the time of the icon. A few days later, the patient had a big shock from the device while reaching over to grab something. Follow-up found that the patient was going to have a pocket revision on 2015-jan-14 to move the ipg. The patient was going to notify the manufacturer again if another icon or code appears on the programmer. This issue was not able to be recreated. The patient was going to use the spinal cord stimulator (scs) and would monitor it prior to the revision date. This event will be updated if additional information is received.

Event description:
Additional information received reported the pocket revision was successful.